Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022,explanted: (B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-feb-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 04-feb-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator and leads were associated with a shocking sensation. There were three occurrences of device removal, involving the explant of two leads and one neurostimulator. The devices were described as two leads (lead 977a260 5mm compact 1x8 MRI) and an implantable neurostimulator (97715 intellis adaptivestim pain). The issue was resolved with the  of the devices.   These explanted devices were discarded by the account despite being made aware to return them for analysis.  The cause of the reported shocking was not determined.